Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the hose fell off and hanging low. During troubleshooting, the fse found that the problem caused due to the normal wear and tear of the cable hose holder. The fse replaced the hose hanger bracket. After replacement of the hose hanger bracket, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. This scenario refers to the hoses and cables that are securely attached to the azurion system and are suspended from the ceiling away from the bed. As per the IFU warnings and in line with standard clinical workflow practices, the users, operators, and personnel should always be aware of potential collisions or inadvertent contact with other machines or devices in the operating room or catheterization lab. However, there may be instances when a person has accidentally hit their head on a hose. Should this occur, it is not likely to result in a serious injury/death. Given these considerations, it is unlikely that low hanging cables or hoses would cause a hazardous situation that may lead to serious injury or death, therefore this event is not considered to be reportable. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that one of the covers of the hose fell off. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the hose carrier bracket was replaced, the system was returned to use in good working order.